Manufacturer narrative:
(B)(4). Reporter is an attorney.

Event description:
Litigation papers received. Litigation states patient died on 03/04/2016 from "refractory cardiogenic shock" update may 26, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges that the patient passed away as a result of congestive heart failure, cardiomyopathy, and cardiogenic shock which was brought due to high level of cobalt toxicity and heavy metal exposure as a result of the failure of the pinnacle implant product that were implanted. After review of the medical records for MDR reportability, it was stated that the patient had experienced cardiomyopathy and cardiogenic shock due to systolic chf 20% fraction secondary to cobalt-chromium toxicity from bilateral hip prosthesis. Laboratory values for cobalt and chromium were provided and were above 7 ppb. Z-1749/1816-2011. Update ad 04 may 2018: receipt of ppf and implant records. In addition to what were previously alleged, ppf alleges pseudotumor, loosening of cup, metal wear and metallosis. .

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.